Event description:
It was reported that this implantable pacemaker was explanted due to pacing inhibition with no asystole. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the device is received for analysis, this report will be updated with pertinent information, upon completion of product analysis.